Event description:
Cna's were transferring resident from wheelchair to bed using parker alpine cradle lift. After lifting resident off chair, left strap of cradle seat came off hook at resident's head. Resident fell out of lift seat to floor, striking back of head on floor. Resident sustained c-shaped laceration approx 0.5 cm in size with 2 cm area of swelling and some bleeding. Bruise noted on left heel later.